Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation of the essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's medical history included depression, perforation, bipolar disorder, vaginal itching and vaginal candidiasis. Concurrent conditions included gastritis, dizziness, hypertension, vertigo, fever and umbilical hernia. Concomitant products included etodolac, lisinopril, meclozine (meclizine), medroxyprogesterone acetate (depo provera) since 2011, omeprazole and valproate semisodium (depakote). On (B)(6) 2011, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and allergy to metals ("allergic reaction associated with nickel allergy"). On an unknown date, the patient experienced urinary tract infection ("uti") and rash ("rashes"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the uterine perforation, abdominal pain lower, abdominal pain, dyspareunia, allergy to metals, urinary tract infection and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, rash, urinary tract infection and uterine perforation to be related to essure. The reporter commented: nature of claimed injury/disability: long-term post partum depression. Basis of your claim: I had long term post-partum depression after my daughter was born. Most recent follow-up information incorporated above includes: on 9-sep-2020: pif received- essure removal surgery added. Event uterine perforation was marked with intervention required. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation of the essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t went any essure confirmation test". The patient's medical history included depression, perforation, bipolar disorder, vaginal itching and vaginal candidiasis. Concurrent conditions included gastritis, dizziness, hypertension, vertigo, fever and umbilical hernia. Concomitant products included etodolac, lisinopril, meclozine (meclizine), medroxyprogesterone acetate (depo provera) since 2011, omeprazole and valproate semisodium (depakote). On (B)(6)2011, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia") and allergy to metals ("allergic reaction associated with nickel allergy"). On an unknown date, the patient experienced urinary tract infection ("uti") and rash ("rashes"). The patient was treated with surgery (surgery for essure removal). Essure was removed. At the time of the report, the uterine perforation, abdominal pain lower, abdominal pain, dyspareunia, allergy to metals, urinary tract infection and rash outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, rash, urinary tract infection and uterine perforation to be related to essure. The reporter commented: nature of claimed injury/disability: long-term post partum depression basis of your claim: I had long term post-partum depression after my daughter was born. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.